Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation. Visual inspection noted a slice at the top right of the bag (most likely where the customer drained the contents of the bag. During functional testing, a leak was observed on the spike port cap of 1 of the 2 samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.